Event description:
Baxter service center in sweden reports internal components (pneumatic system) of homechoice device were found "wet" upon return. A comprehensive investigation of this issue determined fluid was introduced to device via a leak in cassette of homechoice set. Per affiliate, no medical intervention or pt injury was reported.